Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated pairing failures between the ilet and a freestyle libre 3 plus sensor, consistent with an intermittent communication failure involving the antenna component, during ilet startup; after app reinstallation and an ilet restart, pairing succeeded and sensor readings resumed. The user reported blood glucose peak of 264 mg/dl with no associated adverse clinical symptoms. Outcomes included no health consequences or lasting impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified during pairing, aligned with a device communication failure and involvement of the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.